Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit's fan would turn off without reason and then declare alarms that were difficult to silence. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 21jan2019. The manufacturer's field service engineer performed troubleshooting and confirmed the reported issue. The unit alarmed and logged errors 1115 (auxiliary alarm supply failed) and 111b (35v supply failed) following a battery change by the customer. The fse replaced the motor controller board, central processing unit board and power management board and the issue was resolved. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.